Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2005, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (lot#03840241) and a gore excluder aaa endoprosthesis contralateral leg component (lot#03911180) were also implanted. In 2007, a gore excluder aaa endoprosthesis aortic extender component (lot#05031231) was implanted.

Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. In 2007, a postoperative computer tomography scan revealed an endoleak, contrast within the aneurysmal sac, and a decrease in the size of aneurysmal sac. The next month, an angiogram revealed that the endoleak was a proximal type I endoleak. A gore excluder aaa endoprosthesis aortic extender component was implanted and the proximal type I endoleak was successfully repaired.